Event description:
It was reported that pump was beeping. The pump stopped beeping, but the screen went black and had not turned on. The pump was not infusing. When powered on, the pump displayed error message indicating that it had abruptly shut down. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional. No patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.